Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes nose bleeds. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 22 , 2025 and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes nose bleeds. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port.manufacturerobserved a white powder type of unknown contamination at the air input of the blower box at the filter area.·there was black contamination, consistent with keratin, at the air outlet of the blower box, as investigated in ER 2243857 v01.manufacturerobserved potential mineral deposits or dried liquid spots on the bottom of the blower motor and in the bottom of the blower box, indicating potential water ingress.manufacturer observed an unknown white (dust like) and fibrous contaminant on the top and bottom of blower motor and on the inner rim of the bottom of the blower motor air intake.dust-like and hair-like fibrous contamination was observed on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.